Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/25/2014 with the following findings: a review of the black box and alarm history revealed several consecutive call service (cs) 052/cs054 alarms . During evaluation, there were no ¿cs052/cs054¿ alarms or any errors, alarms or warnings that occurred. The reported ¿cs052/cs054/sleep¿ was unable to be duplicated during investigation. Unrelated to the complaint, the battery compartment was found to be cracked at the case seal. The pump¿s cover was removed; there were no intermittent conditions found to the pcb or to the cgm circuit. Also unrelated to the complaint, the text on the display screen was found to be dim and faded.